Event description:
The user facility reported the purge cassette would not remain in place. Consequently, automated impella controller (aic) was switched to a backup aic with no report of interruption in support and no harm to the unknown age patient.

Manufacturer narrative:
The automated impella controller (aic) data logs and console were return for evaluation and analysis. Data analysis noted console logs from the reported day of event are consistent with complaint and show, what appears to be, purge cassettes being intermittently detected, and/or perceived by aic software as being frequently removed and reinserted. This issue did not re-occur on the backup console where purge cassette was used. The console was tested and confirmed that the unit was able to correctly and consistently detect purge cassettes. No damage to the purge system components (purge cassette retainer, purge disk retained and flag) was observed. During testing in fast priming mode, with purge door open, the reported issue was reproduced as a known-good purge cassette ¿working its way¿ out of the purge insert was observed. A combination of certain less common usage conditions (purge lid open, console tilted forward, incorrect routing of purge tubing, etc.) Was shown to exacerbate the situation. A product history review was completed, and no action was required as a result of this review. In conclusion, possible wear-out of purge cassette retainer and relation between mechanical tolerances of purge insert and purge cassettes that were used, might have also contributed to the issue in the field. This report is being filed as part of a retrospective review of historical records.